Event description:
It was reported that the cassette reservoir developed a leak in the hood, preventing the fluid from reaching the patient. During preparation at the hospital, the technician filled the cassette with fluorouracil solution and was in the process of removing air from the system. However, it was observed that the air bubble at the top of the reservoir was increasing in size rather than decreasing. Further inspection revealed a leak at the top of the inner bag within the reservoir. This event occurred during compounding at the hospital. There was no patient involvement and no harm was reported.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.